Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. A device history record could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department in (B)(6) vs. Cordis, the plaintiff had a trapease permanent inferior vena cava (ivc) filter implanted on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including, but not limited to; fracture of the ivc filter, and pulmonary embolism. As a direct and proximate result of these malfunctions, the plaintiff  suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The plaintiff's husband suffered inter alia, the loss of consortium, comfort, and society he suffered due to the personal injuries suffered by his wife.

Manufacturer narrative:
As reported, the patient had a trapease permanent inferior vena cava (ivc) filter implanted. The indication for filter placement was not reported. Per the medical records, the filter was successfully deployed in the infra-renal level. The patient tolerated the index procedure well and there were no reported procedural complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to fracture of the ivc filter, and pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile from (ppf) indicates that ten years and six months post implantation, the patient had blood clots, clotting and occlusion of the ivc. The patient also reports to be suffering from mental anguish and abdominal pain. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r0205524 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary edema and occlusive thrombosis within the filter do not represent a device malfunction. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and abdominal pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
He following additional information received per the patient profile from (ppf) indicates that ten years and six months post implantation, the patient had blood clots, clotting and occlusion of the ivc. The patient also reports to be suffering from mental anguish and abdominal pain. According to the medical records, the filter was successfully deployed in the infra-renal level. The patient tolerated the index procedure well and there were no reported procedural complications. The device¿s expiration date was on january 2008. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion-as reported through the legal department, a patient had a trapease permanent inferior vena cava (ivc) filter implanted on or about (B)(6) 2015. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to; fracture of the ivc filter, and pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.  The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurring pe may occur post implantation of an ivc filter and is noted in the instructions for use. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.